Event description:
It was reported that during remote follow-up in (B)(6) 2021, the patient presented with drop in impedance with repetitive auto-capture high output episodes on their right ventricular lead. A freeze capture of the same lead led to dislodgement being the suspected cause. It was later confirmed via chest x-ray that the lead was dislodged during a in clinic check on (B)(6) 2022. The lead revision was performed on (B)(6) 2022. After multiple reposition attempts, the lead presented with high out of range impedance and r-wave variation cause by stylet damaged the lead. The lead was explanted and replaced. The patient was in stable throughout the procedure.

Manufacturer narrative:
Correction - h6 codes for product not returned.